Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that a product malfunction was not confirmed. However, the adverse event of device operates differently than expected was found to be listed in the IFU. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the spactra cylinders were visually inspected and microscope examined. Both cylinders had sharp instrument/tool damage to the outer tube, which resulted in a hole and exposed metal segments in cylinder body. This damage is consistent with explant damage. Both cylinders were not functional tested due to a hole and exposed metal segments was identified. Product analysis was unable to confirm the reported event. Labeling review: the device instructions for use (IFU) was reviewed. The reported adverse event of device operates differently than expected was found to be listed in the IFU. There is no objective evidence that the user did not properly handle or use the device according to the spectra IFU investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulties during sexual intercourse due to the spectra penile prosthesis (spp) bent and was difficult to insert. The spp was replaced with an inflatable penile prosthesis (ipp). The patient had a stable outcome following the procedure.

Event description:
It was reported that the patient experienced difficulties during sexual intercourse due to the spectra penile prosthesis (spp) bent and was difficult to insert. The spp was replaced with an inflatable penile prosthesis (ipp). The patient had a stable outcome following the procedure.